Event description:
Customer stated the device is displaying a different code on the screen than what is printed on the code key. A request was made for the return of the suspect device and replacement product was sent.